Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was partially unresponsive and timed out sooner than the 120 seconds that the time out setting was set to. The customer's blood glucose was 203 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.